Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned with a 14-52 gray stylet in the lead and the helix extended. The helix can extend but will not fully retract due to blood behind the helix stop on the helix shaft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately, one day post implant of the right atrial (ra) lead, chest x-ray revealed the lead dislodged. Troubleshooting of the ra lead revealed tissue in the tip of the ra lead. Upon withdrawal of the ra lead, testing revealed approximately twenty turns was needed to fully deploy the tip of the lead. No patient complications have been reported as a result of this event.